Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed because the label on the video connector had peeled off. Additional issues were identified during the device evaluation: the curved rubber adhesive part was missing; the video connector was cracked; the video connector case was cracked; and scratches were found on multiple locations on the device. The device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be identified; however, it may be presumed that the defect was caused by the stress of repeated use. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the label was peeled off on the deflectable videoscope. There were no reports of patient harm associated with this event. During the device evaluation, the following reportable malfunction was found: the adhesive part of the objective lens had peeled off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.